Event description:
It was reported by the fse that during pm, that the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had damaged fiber optic connector and damaged power cord. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.